Manufacturer narrative:
(B)(4).

Event description:
A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, redness, inflammation, infection, underneath sensor pod area only. It was reported that the patient went to the hospital because the skin got infected. At the hospital the patient received intravenous treatment with penicillin. At the time of the report the skin reaction was still itching, but there was no more infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.